Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about 3-4 days ago they noticed that the setting only went to 0.3 and didn't go up or down and received the message that system was operating at maximum settings. When asked, the patient said that they went to the emergency room about a month ago and had an MRI. The patient said that they didn't bring their equipment to the appointment. The agent reviewed the meaning of the message. With instruction, the patient connected to the implant, switched programs, and was able to adjust the setting. The patient would maintain stimulation level and would continue to track symptoms. The patient was redirected to their healthcare provider to notify them of the message that they received and to further address the issue.